Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that there was poor coupling with recharging. Rep reported difficulty charging. Patient fell 3 months ago and hit the battery site. Since patient's fall she has been complaining about poor connection with recharging. Hcp is planning a pocket revision and may replace the implant, no revision date is scheduled. Rep said despite trying patient cannot get any more than 4 coupling bars. Patient also recharging all the time. It was suggested taking x-ray to see implant position and do system integrity check. Rep said implantable neuro stimulator (ins) recharger (insr) has been replaced, rep cannot remember the date that patient called but rep discussed to call to replace insr. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for (B)(6) 2019 and no x-ray had been performed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/interact pain (trunk/limbs). It was reported that since implant, the patient had always had trouble getting the ins recharger (insr) to connect with good coupling. The patient stated they noticed about a month ago that they were getting 6 coupling bars which was unusually good for them. When they went to charge on the day of the report, they were having trouble charging because they had the insr antenna directly over the ins but were getting 0 coupling bars and it was taking forever to charge. Troubleshooting did not resolve the issue. A replacement antenna was sent. The patient was redirected to their healthcare professional (hcp) to get he device checked if the antenna did not resolve the issue. The patient asked if poor coupling would be making intermittent shocking sensations throughout their body that go all the way down to their feet. They stated the shocking was kind of like a stimulation sensation but it was all the way to their feet and this was new. The patient stated they did not have any falls/trauma they would think of. They stated they had previously fallen but the device was checked and everything was okay. Additional information received from the patient stated that the antenna did not resolve the shocking and poor coupling. They sated they would be seeing their doctor as soon as possible. They provided their weight at the time of the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the rep. Patient reported that the circumstances that led to the shocking sensation and poor coupling was battery misposition (poor coupling) since 2016. Later, the rep reported issue with recharging that led to revision and replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep stated that the physician discarded all explanted devices. No further patient complications were reported as a result of this event.